Manufacturer narrative:
The insulin pump had button error alarm and unresponsive buttons due to corroded keypad traces. Device was received with severely scratched lcd window, cracked lcd display window corners, and missing end cap sticker. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 328 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.